Event description:
Pump was returned. Due to the nature of this software anomaly, the complaint could not be confirmed during testing; specifically, troubleshooting processes are unable to replicate it due to the nature and circumstances that must occur for it to be reproduced. Additionally, the error itself is not a failure mode that is repairable via a depot/component level operation. Investigation of the software anomaly was performed. Fluid valve cam oscillated between two angles on either side of the target angle until the move retry limit was exceeded. This resulted in a fail-stop pump-problem alarm. Valve oscillation can lead to fail-stop pump-problem alarm, leading to delay of therapy. Summary of investigation is that the pump experienced a temporary failure due to a coding error. Problem resolved once pump was rebooted. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #z-1484-2024.

Event description:
The following has been reported: biomed reports: this pump is giving a persistent cassette misloaded error. The bottom right cassette pin is in when powered on but moves freely during initialization. After initialization the pin is where it should be but the pump pulls it back in when a cassette is inserted. No pt harm or infusion interruption. An initial review of the device logs reveals the following: software bug (cam movement failure). An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.